Event description:
It was reported that high atrial impedance values were observed. In-clinic, all electrical values were normal. Plans were made to perform isometric testing in addition to monitoring the lead.

Event description:
New information from (B)(6) 2015 reported two additional instances of high lead impedance. This could not be reproduced through isometric testing. No patient symptoms were reported. All other electrical values were normal and the patient would continue to be monitored.